Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, the mid right coronary artery (rca) was first pre-dilated and then two 2.75 x 28 mm xience v stents were deployed. Then, the proximal rca was treated first with pre-dilatation and then a 2.75 x 15 mm xience v stent. There were no reported product malfunctions or patient issues noted at the time of the index procedure. However, in 2009, the patient was admitted to an outlying hospital with chest pain. ECG was done and revealed that there was no myocardial infarction (mi). Stress test and catheterization were performed and showed in-stent restenosis (isr) of the rca in all three stents. The next day, the patient had treatment for isr with plain old balloon angioplasty (poba). The patient was discharged from the hospital three days later. No additional event or patient information is available.

Manufacturer narrative:
Angina and restenosis, in the IFU are known adverse events associated with coronary stenting. Additionally, these patient effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications. These patient effects are not necessarily an indication of a product quality deficiency. It is possible the angina is a secondary effect of the restenosis, in which the patient was reportedly hospitalized and treated with ptci. In this case, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The other two xience v stents indicated are being reported under this same MFR#.